Event description:
On (B) (6) 2010 pt reported for the past 3 days he has been waking up with elevated readings in the morning. Pt stated his readings have ranged from 340-360 mg/dl in a fasting state. Pt's target blood glucose range is less than 140 mg/dl. Pt reported he has switched to his backup infusion device and his reading this morning was 114 mg/dl. Pt reported he received an e6 (mechanical error) alert on his primary infusion device. Pt is not currently receiving any error messages. Pt reported he had never changed the infusion adapter; advised to change with every 10th insulin cartridge change. Advised pt to change to all new accessories and to try the primary infusion device again and to monitor blood glucose readings. On call back from pt on (B) (6) 2010 pt reported he changed all accessories as advised on (B) (6) 2010 and reconnected to the primary infusion device. Pt stated he remained on the primary infusion device until (B) (6) 2010 and his blood glucose continued to be elevated and ran in the 300's mg/dl. Pt reported while on the backup infusion device his blood glucose was back around his target range. Pt reported he went back to his backup infusion device on (B) (6) 2010 and had a blood glucose of 171 mg/dl this morning which he considered normal. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.